Manufacturer narrative:
The customer's report of a bulge in the tubing was confirmed. Inspection of a customer provided photo and of the received set showed a bulge on the silicone segment directly below the upper fitment component. Functional testing resulted in no further bulging. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-48, lot number p367227, exp (B)(6), 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported there was a bulge in the pumping segment while connected to the patient. The pump was repeatedly alarming, the nurse noticed the door was not completely closed and when opened there was a bulge in the pumping segment. There was no patient harm.